Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device did not deliver shock to patient in ventricular tachycardia. There is an allegation of a serious injury, pending investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that after charging the device to 200j for a patient in ventricular tachycardia (vt), the device gave a message indicating the shock was cancelled. It was later clarified the users switched to a different defibrillator and the same thing happened. This complaint,(B)(4), documents the first defibrillator used. (B)(4) documents the second defibrillator used. The involved patient was reported to be in ventricular tachycardia (vt). The outcome of the patient is not known. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.